Event description:
Reportable based on device analysis completed on 25-jul-2024. It was reported that crossing difficulties were encountered. The 73% stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device could not cross the lesion due to calcification. The procedure was another of the same device. No patient complications occurred. However, returned device analysis revealed balloon torn.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 2.75mm x 15mm was returned for analysis. A visual examination of the balloon identified a longitudinal along the main body of the balloon. Multiple kinks were identified along the hypotube shaft. A detailed microscopic examination of the balloon material identified a longitudinal tear 14mm in length. The inner lumen located inside the balloon material was stretched and kinked. The midshaft near the port exchange was twisted. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.